Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was prompting a battery indicator message when she was attempting to test her blood glucose. This complaint was classified based on additional information obtained by the medical surveillance specialist (mss) on (B)(4) 2012. The patient stated that the alleged battery indicator began prompting a few days prior to contacting lfs. The patient reported managing her diabetes with diet, 20 units of lantus insulin at night and humalog insulin (self adjusting based on blood glucose results). The patient mentioned that she tests her blood glucose 6-7 times per day and that her normal results are normally between 119-140 mg/dl. The patient informed the mss that when the alleged battery indicator began prompting she was unable to test her blood glucose and therefore was unable to administer humalog insulin as needed. The patient stated that she became "shaky and sweaty" after the alleged issue started, but stated that she did not know if it was because her blood sugar was high or low. The patient denied treating herself with medical intervention at the onset of symptoms but claimed that she was very careful with her food consumption, until she was able to test with her replacement meter from lfs. At the time of troubleshooting the customer care advocate (cca) confirmed that the subject meter needed a new battery. The issue was resolved with training, however, replacement product was still sent to the patient. This complaint is being reported as an adverse event for the following conclusion(s): the patient reportedly developed symptoms suggestive of a serious injury as a result of not being able to test her blood glucose due to the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.